Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving unknown baclofen 2000 mcg/ml at 210 mcg/day and clonidine 2 mg/ml at 0.21 mg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2017, the patient reported redness at the pump site and were started on bactrim ds x 7 days. The clinical diagnosis was pump pocket infection. On (B)(6) 2017, the patient was advised to present to the emergency department secondary to worsening erythema. They were admitted to the hospital (required in-patient or prolonged hospitalization) with altered mental status and a swollen pump pocket and was started on IV antibiotics. On (B)(6) 2017, the entire system was explanted/not replaced secondary to pump pocket infection. The device was indicated to have been returned. During explant, fluid was captured for laboratory testing and cultures revealed (B)(6) on (B)(6) 2017. The etiology was noted as related to the device or therapy and not related to the implant procedure. The outcome was 'resolved without sequelae' as of (B)(6) 2017. When asked for the cause of the infection, the physician indicated '(B)(6) infection' on (B)(6) 2017. No further complications were reported/anticipated.